Event description:
It is reported that a customer experienced low blood glucose levels. The customer's blood glucose was not recorded at the time of the call. The customer stated that sometimes they would pass out from the low blood glucose. The customer mentioned that the low threshold suspend did not alarm the customer about the low blood glucose. The customer also complained about lost sensor alarms. The customer was informed that there could be many reasons for low blood glucose. The customer wears their sensor on their stomach. The customer was advised to call back anytime they had low blood glucose to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).